Event description:
It was reported that during lead extraction due to infection, the lead broke and the tip of the lead remained in the heart. An open heart surgery was performed and the piece was extracted without further complications.

Manufacturer narrative:
(B)(4).